Event description:
It was reported that the patient presented in the hospital experiencing arrhythmia. The patient's right ventricular left bundle pacing (rvlbp) lead exhibited loss of capture due to the lead dislodgement and this was confirmed via chest x-ray imaging. The rvlbp lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.